Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving adequate therapy, due to the l4 lead migrating out of place. As a result, the patient's l4 lead was explanted and replaced, and therapy was restored post-op.